Manufacturer narrative:
No adverse event reported, investigation in process.

Event description:
(B)(6) 2019: discrepant glucose patient results for heelstick using nova statstrip hospital meter when compared to lab reference analyzer. No adverse event reported, pediatrician questioned the statstrip results based on lab reference analyzer results.